Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. Additionally, the insulin gauge was intermittently inaccurate. There was no reported adverse impact to the customer's blood glucose level. The customer declined a follow-up from tandem technical support and no additional information was able to obtained.